Event description:
Information was received that reported a pt had been hospitalized on 03/14/06 with an infection and blood sugars level greater the 500 mg/dl. The pt reports that when they became hyperglycemic she changed out her administration set and found that the tubing was blocked; the pt is concerned as the pump did not give an alert to indicate an occlusion. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.